Event description:
It was reported that a customer experienced a high blood glucose level (bg) that led to an emergency room (ER) visit related to diabetes. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer did not have an alternate method of insulin therapy to address high bg; therefore, did not treat the high bg prior to going to the ER. While in the ER, the customer was treated with 13 units of novorapid, 1 l of intravenous saline, and was given a prescription of novorapid and protophane. A pump system check was completed, identifying a malfunction had occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer was released from the ER 3 hours later with the reported issue resolved and no permanent damage.